Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted left ventricular assist device (lvad) event log file confirmed events consistent with the report of the pump start button having to be pressed three times to start the pump. The corresponding submitted system controller event log file did not capture the reported event; therefore, a specific cause for this finding could not be conclusively determined through this evaluation. The system controller event log file contained events after the pump had started on (B)(6) 2023 and did not capture when the pump was first started due to the event being overwritten by newer data, per design. No notable events or alarms were observed within the file. The submitted lvad event log file captured the start up of the pump being interrupted twice before a successful start-up occurred the third time that the pump start button was pressed. No notable findings were observed after the pump started. The observed findings appear consistent with an unknown event interrupting start-up before the pump attempted to levitate the rotor. However, because the corresponding submitted system controller event log file did not capture the reported event, a specific cause for these findings could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this IFU provides an explanation of all pump parameters. Section 4, under ¿system monitor,¿ states that under the following conditions, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button if the fixed speed setting is below 4,000 revolutions per minute (rpm) and if the system controller¿s backup battery is not installed. Section 5, under ¿surgical procedures,¿ states that during implant process, when the pump is properly connected, initiate the pump speed at 3,000 rpm by pressing the pump start button on the system monitor¿s clinical or settings screen. The pump may take up to 10 seconds to start. The pump off message should disappear and the warning: low speed advisory message should appear. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook (rev. C) is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas IFU with the heartmate touch communication system (rev a) is currently available. Section 4 of this IFU provides an explanation of all pump parameters. Section 4, under ¿heartmate touch communication system,¿ states that the start pump button is only accessible from the clinical view. Once the driveline is connected to the system controller, starting the pump will depend on the fixed speed setting. Under the following conditions, the pump can only be started from heartmate touch app by pressing the start pump button if the fixed speed setting is below 4,000 revolutions per minute (rpm) and if the system controller¿s backup battery is not installed. Tap start pump to initiate pump speed at 3000 rpm. A confirmation message will appear and tapping start pump to start. The pump may take up to 10 seconds to start. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during pump implant and while utilizing the heartmate touch to start the pump at 3000 rpm, the pump did not accept the "start pump" command after two separate attempts. The pump started normally during priming with no issues; the pump was deaired with the outflow graft (ofg) clamped. The driveline was confirmed to be appropriately connected, and the pump start button was noted to be illuminated green. The pump start button was confirmed to be pressed appropriately and the application appeared to try to try to start the pump; however, the pump did not start. The pump started at 3000 rpm on the third attempt. No further issues were noted and no equipment was exchanged. Further review of the log files revealed that after priming, the command to start the pump was successfully sent by the heartmate touch twice, and the pump had received the command twice; however, the pump did not start. It was not until the third command sent by the heartmate touch that the pump started as intended. This indicated an issue with the pump. Related hmt MFR #: 2916596-2023-01105.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.